Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log shows that the shock button was pressed before the charge button, which will cause the device to display a "defib not charged" message. However, this is not an indication of a device malfunction. The log showed that when all of the criteria was met, the device performed to specification. Analysis of reports of this type has not identified an increase in trend.